Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for a possible fracture as evidenced by high impedance and oversensing resulting in high rate non-sustained episodes with short v-v intervals. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.